Manufacturer narrative:
Malfunction has not been confirmed and customer received replacement.

Event description:
Customer reported the v series monitor is producing false arrhythmia alarms. No pt injury was reported.